Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrences of system faults sf101 and sf218. Performance testing found that the device failed to complete its internal self-test. Internal inspection of the device found water damage in the pneumatic block and the internal components. The evaluation determined that the device errors were due to water damage. The pneumatic block was replaced and the device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.